Event description:
It occurred that several days after the catheter was implanted, a leakage in form of a tear was noticed. The catheter functioned appropriately prior to implantation. The incident was discovered when the administered saline solution leaked from the site where the catheter entered the skin. During an x-ray check it could be seen that the catheter had become leaky subcutaneously, which could not be explained. Unfortunately, the catheter was disposed of.